Event description:
The reporter contacted animas on (B)(6) 2015 alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 33.3mmol/l with polydipsia and an unspecified amount of ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: multiple occlusion alarms observed in the black box on 2015-06-02; the force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. Returned battery cap/returned cartridge cap used to complete testing. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture was observed. No damage to the pcb was found. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.